Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the control unit was not functioning and defective. It was further determined that the device failed pretest for the following: general condition, check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and ecu function, check compatibility between colibri/sbd and colibri 11/sbd ii, check the function with epd-console and check power with test bench. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that the small battery drive device would only work in the ¿reverse¿ position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: please note that in addition to the failures included in the previous supplemental report, additional pretest failures have been added. Upon further investigation, it was noted that the device also failed pre-repair diagnostic tests for attachment coupling assessment, cannulation, and battery case coupling assessment. This information does not change the assignable root cause of normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.